Manufacturer narrative:
Device return and evaluation is not required as the root cause is already known.

Event description:
It was reported that patient's vns was explanted due to infection. She reports that about a week after implant she started to notice redness and swelling at the generator site. This continued to progress and she went to the ER and vns explant was scheduled shortly after. The generator was confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported that the patient reports numbness in her 3 middle finger of her left hand since the last surgery was completed. No additional relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) F10 adverse event problem, corrected data: initial report inadvertently omitted f1205 as health effect impact code for the previously reported infection.

Event description:
Additional information was received that around the time of the previously reported infection, the patient also experienced device dislodging, was hospitalized for 5 days for both the infection and dislodging, and treated with IV antibiotics. No other relevant information has been received to date.